Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
(B)(4). This is 2 of 2 reports for the same event, (B)(4).